Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received insulin no delivery alarm . The customer's blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case at the display window corner. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no unexpected low battery alert noted. Also, no excessive no delivery alarm noted during the testing. Device primed properly. (B)(4).